Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a monopolar curved scissors instrument burned the patient's sigmoid colon. Two monopolar curved scissor (mcs) instruments were used in the procedure because the instruments were not providing energy. The first mcs instrument did not work at all. The surgeon increased the cautery settings and the operating room staff switched the green monopolar cord; however, the energy still did not activate. The mcs was replaced and initially the 2nd mcs did not work either. As they continued with the procedure the instrument randomly started to work. Towards the end of the procedure, the surgeon noted a blanched area on the patient's colon. A general surgeon was called in the room to assess the burn. The general surgeon oversewed the serosa over the blanched area. No visible arcing was observed during the procedure and the system did not indicate that the patient grounding pad was improperly placed. The surgeon could not recall if the grounding pad was intact when the operating room staff checked, as they were focused at the surgeon side console. The patient was discharged the same day but was kept npo (nothing by mouth) for a few extra days as a precaution. The patient is home and reported to be doing fine.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument for failure analysis. The instrument passed the electrical continuity test. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Functional testing confirmed that the instrument was capable of delivering energy consistently when activated. Energy output was only observed upon intentional activation of the control, and no unintended energy delivery occurred when the instrument was not activated. The instrument was fully functional. No product issue was found. Additionally, the instrument was found to have damage at the blades, with indentation observed along one cutting edges. During system test, increased resistance/"stickiness" was noted when opening and closing the blade indicating abnormal mechanical friction. No corrosion was observed on the cutting edges that would have contributed to the blade damage. The instrument exhibited scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratches marks measured roughly 0.55mm x 0.80mm. There was no material missing.